Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b3. Evaluation: the device was returned to zoll medical corporation and there was no indication of a device malfunction. The device passed all testing without duplicating the report. The device was recertified and returned to the customer. Review of the device log shows that the device was powered on in manual defib mode with the sync feature turned on. Two successful shocks were recorded and shortly after the second shock there were a number of "no qrs detect" and "change leads" messages, indicating the device did not detect a qrs complex. An attempt is then made by the user, while still in sync mode, to adjust the energy level, charge, and shock. While attempting to shock, there are 5 shock button presses executed in quick succession, indicating the user did not hold the shock button for long enough to deliver a shock. The operator's manual instructs that while in sync mode the user is to press and hold the illuminated shock button on the front panel until energy is delivered to the patient. The defibrillator will discharge with the next detected r wave. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.